Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.